Event description:
The hypodermic needle broke off at the hub during use, when attempting to sedate the animal. The broken needle had to be removed from the animal. No further information was provided.